Event description:
It was reported that the patient was charging the ipg more frequently. There was no device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. Explanted ipg will not be returned.